Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to age of the implant, ongoing varus deformity of the joint, and ankle instability.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to age of the implant, ongoing varus deformity of the joint, and ankle instability.

Manufacturer narrative:
Correction: h6 (device and result codes). The event is anticipated and contained in the rmf through risk ids: 135 and 146, corresponding the actual hazards: ¿osseointegration problem, loosening, migration, subsidence of the implant¿ and ¿functional deficit of implant / joint damage / impaired range of motion (rom)¿. The highest potential severity of harm s4, with an occurrence of o3, was assessed based of the aforementioned actual hazards. Based on the information provided in the complaint, the actual severity s3 was assigned to the harm of the complaint, because of revision surgery. The risk threshold was not exceeded.